Event description:
The customer initially reported "deficiency noted during maintenance, power supply is defective." It was later discovered that the issue was actually with battery and not power supply. There was no reported patient involvement.